Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil anchor was broke. The procedure was completed with non-significant delay using a smith and nephew back up device. It is unknown if the event happened internal or external to patient. No further complications were reported.

Event description:
It was reported that during a shoulder cuff repair surgery, the healicoil anchor broke. All the broken pieces were removed from the patient using tweezers. The procedure was completed with non-significant delay using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported. Current patient status is good.

Manufacturer narrative:
H11: h2: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. As per investigation results, the anchor is still on the insertion tool and it is fully intact with no signs of fracture. The sutures have been pulled from the device but were returned. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.